Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the case and header, as well as a hole in the seal plug; setscrews operated normally. The device had no telemetry and exhibited no tones with magnet application. Engineers confirmed the device had not been deactivated post explant and charged multiple times, resulting in complete battery depletion. The recorded episodes two days post implant, in which inappropriate therapy had been delivered, showed an inconclusive root cause, as the seal plug hole and air entrapment were eliminated respectively, due to the sensing configurations at the time of the inappropriate therapies. No further testing was able to be conducted.

Event description:
Boston scientific received this device post explant. While no out of service information was communicated, historic data identified that the unit had previously delivered inappropriate therapy two days post implant. No additional product performance issues were reported during the implanted duration and no adverse patient effects were reported at the explant procedure. Standard post explant analysis was conducted.